Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) was being changed out. It was noted the device was in storage mode with a battery voltage of 2.44 volts. The field representative consulted with boston scientific technical services (ts) and it was discussed that the device must have reached 2.4 volts at some point, and that pacing and shock therapy were not available. The device was successfully explanted and replaced. It was reported the device was discarded by the hospital staff so would not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.